Manufacturer narrative:
Incident number (B)(4): this medwatch is being re-submitted to fix the UDI number field. It received a initial passing ack but was not saved properly. The ack3 indicated that it was processed on sep 17, 2024. However, the record and the submission did not exist until nov 14, 2024. For this reason, the original aware date (20sep24) is not being modified. Information added/updated to section b4, b7, d4 (expiration date and UDI), g3, g6, h2, h4, and h6 (type of investigation, investigation findings, and investigations conclusions). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed empirically as reported by the clinical specialist. Available information suggests patient related factors likely contributed to the event. Patient related factors include mitral flail and prolapse at a1,p1 with a 15mm defect that likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, two devices were implanted: first one in an anterior-posterior (a1-p1) position, and second one lateral in commissure (a1-p1). There were no reported issues related to device interaction, imaging or anatomy. One day post-procedure, it was observed that the second device had detached from the anterior mitral leaflet (aml). Initial mitral regurgitation (mr) grade before the procedure was severe, reduced to moderate post-procedure, and returned to severe after the slda. On post-operative day 5, the patient was successfully treated with two additional pascal ace devices. Additionally, pulmonary vein flow reversal normalized and v-wave decreased from 50 to 18 immediately post-procedure. Mr grade after the reintervention was mild-moderate with a mean gradient of 6 mmhg.